Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information provided: "could not lock the insert. It was reported that during the surgery, it was found that the insert could not be locked. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided". The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed several deep scratches on the bottom surface of the attune ps fb insrt sz 5 5mm. Additionally, the locking edges of the bottom surface were found slightly deformed. The observed damage can be consistent with assembling the device in an off axis position during the implantation/surgical process or by other tools and hard edges coming in contact with the device in the process. Properly handling and attention to the approved use of the device diminishes the risk of failure. As per attune¿ revision knee system fixed bearing surgical technique rev. D, on page 213, the next steps need to be follow for a proper implantation of the attune ps/cr insert with the revision fixed bearing tibial base: "angle the tibial insert posteriorly and slide the posterior tabs into the posterior undercuts of the tibial base. The fixed bearing tibial insert is impacted into place on the tibial base, using the fixed bearing insert impactor. Position the impactor at approximately 60 degrees on the insert so that the notch rests on the anterior edge of the center of the insert. Use a mallet to strike the fixed bearing insert impactor". A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since mating device was not returned for evaluation. However, the reported condition can be confirmed as a difficulty on the assemblance had most likely happened as a consequence of the observed damage. A manufacturing record evaluation was performed for the finished device m6185y lot number, and no non-conformances or manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the attune ps fb insrt sz 5 5mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device m6185y lot number, and no non-conformances or manufacturing irregularities were identified. Device history review a manufacturing record evaluation was performed for the finished device m6185y lot number, and no non-conformances or manufacturing irregularities were identified.

Event description:
It was reported that during the surgery, it was found that the insert could not be locked. The size of the insert was incorrect, resulting in the inability to match the corresponding size of tibial plateau. Another device was used to complete the surgery. There was no surgical delay. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.